Event description:
This lead was implanted on (B)(6) 2004. It was noted at a procedure on (B)(6) 2011 that this lead was abandoned on (B)(6) 2007 due to an known product experience. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).